Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptics bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unknown; ethnicity: unknown; race: unknown; work order search: no similar complaint was reported for units within the same lot. Claim # 728506

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+5.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and the problem was resolved. The cause of the event was unknown.